Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to severe glare issue and a dislocated iol. A vitrectomy was not required; however, a suture was used to close the wound. A non-johnson & johnson lens was successfully implanted as a replacement lens. No further information is available.

Manufacturer narrative:
Weight/ethnicity: information unknown/not provided. Information was asked but it was unavailable. Date of event: unknown/asked but unavailable. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 2/14/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside a non-jnj sterilization pouch. Visual inspection under magnification revealed that the lens was received with a detached haptic, which is consistent with a lens that was handled during explant. The lens was cleaned, and a cut on the optic body was identified. No issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens, the complaint issues could not be identified, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.